Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 9/30/96, the account received a false negative result for the rubella igg assay, while operating the analyzer. The initial result of 2.8 iu/ml was reported to the dr. This result was questioned and the sample was retested from the same tube. A result of >500 iu/ml was obtained and confirmed with repeat resting. A rubella igg test performed in 8/96 was also >500 iu/ml. The pt was not known to be pregnant. However, the pt had given birth in 7/96 to a congenitally deformed rubella baby, which subsequently died.